Event description:
Healthcare professional reported ¿Rupture¿ and Capsular Contracture Baker grade unknown. Later healthcare professional reported ¿Capsular Contracture Baker grade II¿. Partial capsulectomy was performed. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture.